Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event /procedure because the event report implies only qty 1 suture involved/affected? 3. Foils note: events reported in 2210968-2019-89587 and 2210968-2019-89589.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength testing results. Results for knot pull test were complying with the pre-defined acceptance criteria. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value, needle pull-off value as well as test at release and found to meet the specification. As the complaint is related to performance- breakage suture, knot pull tensile strength test is applicable and measurable parameter. Five retain samples were subjected to knot pull tensile strength test to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample met the average usp requirement. Intact reference samples were received for investigation. Actual impacted suture was not received for investigation. All the suture overwrap pack were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Primary packs were opened, all sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, punching marks, broken piece, brittleness, detached needles but no such defects were observed. All the received needles were visually inspected under magnification and found satisfactory. Sutures were subjected to knot pull tensile strength test and results of reference sample were found to be meeting specification requirement. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-89587 and 2210968-2019-89589. Analysis results have been included in follow-up reports for each.